Event description:
The thread at end of the shaft broke off. The report states the patient retained a foreign body.

Manufacturer narrative:
A visual examination confirmed the threaded tip the inserters sheared off at the distal tips, the tip of p/n 14-533041 broke inside of the patient and was unable to be retrieved. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The package insert states "bending, loosening or fracture of the implants or instruments" are possible adverse effects. The probable underlying root cause for the damage is excessive forces on the instruments leading to instrument fracture during usage of the device. File two of three for the same event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file 2 of 3.